Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device, migration of essure device/ outside of tube"), pelvic pain ("severe pelvic pain/pain") and complication of device insertion ("physician was able to successfully place the right essure coil but could not place the left essure coil") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: ortho-evra from (B)(6) 2010 to (B)(6) 2010 and depo-provera from 2007 to 2009. Concurrent conditions included epilepsy since 2005, psoriasis (scalp treatment and meds) since 2015, ulcerative colitis, hematuria and uterine bleeding. Concomitant products included pimecrolimus (elidel) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced complication of device insertion (seriousness criterion medically significant), 1 day after insertion of essure. In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant) and back pain ("severe back pain/back pain"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced periodontal disease ("dental problems periodontal disease"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("severe abnormal menses"), abdominal pain lower ("severe cramping / lower right abdomen"), urogenital infection bacterial ("infection (bladder/ urinary tract/vaginal) type: bacterial infection") and pelvic discomfort ("discomfort with essure"). The patient was treated with hydrocodone, paracetamol (tylenol) and surgery (on (B)(6) 2012 she underwent a bilateral tubal ligation and removed teeth). Essure treatment was not changed. At the time of the report, the device dislocation, complication of device insertion, vaginal haemorrhage, menorrhagia, urogenital infection bacterial, urinary tract infection, periodontal disease, dysmenorrhoea, dyspareunia, vaginal discharge and pelvic discomfort outcome was unknown and the pelvic pain, abdominal pain, menstrual disorder, abdominal pain lower and back pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, periodontal disease, urinary tract infection, urogenital infection bacterial, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff underwent the essure procedure attempt. Patients physician was unable to place the essure coils at this visit. One fallopian tube had a blockage- one coil could not be placed. The essure was successfully placed in the right tubal osteum with 3 coils noted. On (B)(6) 2012 and (B)(6) 2012 (per mr) received. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: abdominal pain lower, vaginal discharge, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Added event discomfort with essure(added form communication). Updated reporter information incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.